Manufacturer narrative:
(B) (4)

Event description:
It was reported that a flipped pump was confirmed by imaging. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.